Event description:
It was reported that during a ureteroscopy procedure, the fiber broke at the port insertion site resulting in a burn to the physician thumb. Information about treatment administered was not reported. The fiber was replaced, and the procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke at the port insertion site resulting in a burn to the physician thumb. Information about treatment administered was not reported. The fiber was replaced, and the procedure was completed with another device. There were no patient complications.